Event description:
It was reported that the trial arctic sun device shipped on 9th august 2023 for 1 day mis helpline called by nursing staff on 11aug2023. The nurse stated the device seems to be stuck on the fill reservoir screen. They had cleared alert and it was continued popped up even though device was filled. The nurse had cycle power and resumed the therapy. The device alerted 109 (esophageal probe recommended - control strategy 3 has been chosen which allows the patient target temperature to be set between 32.0°c and 32.9°c (89.6°f to 91.2°f) and the timed therapy had finished. The nurse stated the device was on normo with target temperature of 36c and then the target temperature are 33c with the foley probe connected. The technician was there to assist with the device.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported issue was unconfirmed. The root cause was not able to be isolated as the reported issue was unconfirmed. The device was evaluated and the reported issue was not confirmed as the issue was not duplicated during testing. No repairs needed. Slow filling process has been observed due to faulty fill in tube. Replaced fill tube. The reported issue was unconfirmed and not a manufacturing or supplier related failure, therefore DHR review is not required. The reported event is unconfirmed, labeling/packaging review is not required. Correction: b, d, e, h h11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the trial arctic sun device shipped on (B)(6) 2023 for 1 day mis helpline called by nursing staff on (B)(6) 2023. The nurse stated the device seems to be stuck on the fill reservoir screen. They had cleared alert and it was continued popped up even though device was filled. The nurse had cycle power and resumed the therapy. The device alerted 109 (esophageal probe recommended - control strategy 3 has been chosen which allows the patient target temperature to be set between 32.0°c and 32.9°c (89.6°f to 91.2°f) and the timed therapy had finished. The nurse stated the device was on normo with target temperature of 36c and then the target temperature are 33c with the foley probe connected. The technician was there to assist with the device. Per sample evaluation results on (B)(6) 2023, it was reported that the slow filling process has been observed due to faulty fill in tube. Per follow up information in wo updated on (B)(6) 2023, the fill tube would be replaced. An electrical safety test would be performed, and the system would be sanitized, functionality would be evaluated for compliance with manufacturing specifications and device was calibrated.